Event description:
The device was set to deliver a solution of 1000ml with a rate of 30ml/hr and reportedly, the device delivered 1000ml in 18 hrs. No pt injury was reported. No further info was made to MFR.